Manufacturer narrative:
Unit received with a blank display anomaly due to battery tube power connector not fully connected into j7 of pcba 1. Unable to perform displacement test due to blank display. Unit received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer's pump will be returned.